Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion and/or excessive force used during insertion.

Event description:
On 12/01/2021 it was reported by a sales representative via sems that an ar-1675bc-cp cut the suture when the anchor was being inserted. The rep stated the tip of the inserter is very sharp. This occurred during a lateral ankle reconstruction with allograph. The tendon was down far enough and the fixation of the screw was as expected. All was retrieved from the patient. The case was completed with no further issues. To date, the patient is fine.